Event description:
It was reported that the customer had a no delivery alarm after a bolus that had fully delivered. Customer cleared it but stated that the alarm keeps coming up. Customer's blood glucose level was 262 mg/dl. Customer stated that she will try filling the cannula for 5 units. Customer will call back if she needs further assistance. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.